Event description:
It was reported that when using one (1) bd vacutainer® one use holder, the nurse reused the product across multiple patients. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® one use holder, the nurse reused the product across multiple patients. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retained samples could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Note that this complaint is related with the use of the product by the clinician and not related with a defect from the product itself. However, the instructions for use clearly specify that the one-use holder device is intended for single use only. According to the instructions for use, "this holder is for single use only. Use once and discard. Multiple uses of the needle holder may result in damaged threads and cause the needle to unthread or spin out." Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.